Manufacturer narrative:
Image review: a photo of an assurant cobalt device was provided by the account. The 12th distal stent segment appears to be deformed with a strut raised. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an assurant cobalt bare metal stent to treat a lesion located in the common iliac artery. Embolic protection was not used. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues noted. It was reported that the stent was not accurate in size, which was observed when the stent was introduced and placed to the lesion location. The stent was not delivered to the vessel wall and therefore the physician intended to remove stent using the delivery system. During this step the proximal strut was bent in the opposite direction. The physician expected that the stent could be removed without damaging the stent. The procedure was completed using a new stent of the correct size.

Manufacturer narrative:
Additional information: the lesion had 80-90% stenosis and no tortuosity. The device was inspected before use with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. It has been subsequently reported that the stent was accurate in size for the vessel. It was reported that the stent was unable to cross the lesion when it was mounted and pre-dilation with a standard pta was then necessary. Resistance was noted while advancing the device to the lesion with no excessive force used. The procedure was completed using a new stent. Patient status at time of the report was ok. Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Also in house analysis confirmed that deformation was evident to the 12th distal stent segments with strut raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.